Event description:
It was reported that the controller exhibited two unexpected losses of power, and it was confirmed that the patient accidentally double disconnected the power sources. Log file review also revealed that the ventricular assist device (vad) exhibited a low flow alarm. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2019 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 27-jul-2018 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed one (1) low flow alarm logged on (B)(6) 2025. Review of the event file revealed two (2) controller power-up events, with associated pump start events, logged on (B)(6) 2025 at 17:53:08 and (B)(6) 2025 at 18:45:25, indicating losses of power to the controller. The data point prior to the first loss of power revealed that an adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 75% relative state of charge (rsoc). The data point after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for one (1) minute and fifteen (15) seconds. The data point prior to the second loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2) with 95% rsoc. The data point after the second loss of power revealed that (B)(6) was connected to power port one (1) and an adapter was connected to power port two (2). The controller was without power for twelve (12) seconds. No anomalies were recorded leading up to the losses of power. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the losses of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.